Manufacturer narrative:
Additional information: a complete lead was returned in one piece and was measured to be 86.7 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the physician suspected the left ventricular lead was dislodged. It was unable to be confirmed on x-ray. The lead was explanted and replaced. The patient was not device dependent and was discharged.